Event description:
It was reported that the procedure was to treat the left distal superficial femoral artery (sfa) with moderate calcification. An orbital atherectomy device from another manufacturer would not turn on or run and the 6x100 mm absolute pro self expanding stent system (sess) did not fully deploy the stent. The devices were replaced and the procedure was completed. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the left distal superficial femoral artery (sfa) with moderate calcification. An orbital atherectomy device from another manufacturer would not turn on or run and the 6x100 mm absolute pro self expanding stent system (sess) did not fully deploy the stent. The devices were replaced and the procedure was completed. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided. Oa: it was reported the stealth 360 peripheral orbital atherectomy device (oad) was being used in an attempt to treat a 50% calcified left distal superficial femoral artery (sfa), however, the oad would not power on or spin. It was also indicated the 6x100 mm absolute pro self expanding stent system (sess) would not fully deploy. There were no patient complications as a result of the event. The devices were replaced and the procedure was completed.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the device was bent in the 50% calcified anatomy resulting in the noted multiple stent sheath kinks preventing the shaft lumens from moving freely; thus resulting in the reported activation/deployment failure. Manipulation of the compromised device resulted in the noted outer member-stent sheath bond area partial separation likely contributing to the reported difficulties. Further manipulation of the compromised device during removal likely resulted in the noted stent damages (bent/stretched/broken struts). Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.